Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was being incorrectly reprocessed. The water filters are improperly being replaced once every two years, instead of the instructed once every two months. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the endoscope was insufficiently reprocessed due to the user¿s handling of the device. Replacement of the water filter had been implemented once in two years by the user¿s decision although the user had acknowledged frequency of replacing the water filter, at least once in two months, which was recommended in IFU. Hence, the device failed to meet it¿s specifications nor the function due to the suggested event. The event can be detected/prevented by following the instructions for use in: instructions for oer-6, operation manual, chapter 7 "routine maintenance", section 7.3 "replacing the water filter (maj-2317)" describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.